Event description:
It was reported that during a rotational atherectomy procedure of a calcified lesion, the guide wire fractured and a portion of the wire remains in the pt. The guide catheter (7fr. Britetip jl3.5 sh) was advanced to the lesion using the radial approach. After crossing the lesion by using the root guide wire, the guide wire was exchanged for the rotawire floppy by using the transit. Then a 1.25mm rotaburr was debulked three times. The physician checked lesion status by using ivus and the rotawire floppy. Then a 1.75mm rotaburr was debulked three times. He rechecked the lesion status; while pulling out the (atlantis pro) ivus catheter, he met resistance. Since he had pushed the ivus catheter one time, he tried to pull out the guide wire. At that time, the distal portion of guide wire separated. Several unsuccessful attempts were made with a snare to retrieve the wire fragment. The pt had a graft in the right-iliac and left-iliac is stenotic. The separated wire fragment remained in the right-iliac. Pt status is listed as "okay."